Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the faulty controller board. The technical service engineer assisted and replaced the drawer controller board to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a cubie pocket failure and the device was not detected on the bus. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.